Event description:
It was reported the procedure was to treat a lesion in the left circumflex artery. The bmw universal ii guide wire was advanced and placed in the side branch; however it was noted the tip of the guide wire was unraveled. After many attempts, the guidewire was safely withdrawn from the patient's body. A new guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break. It was reported that the guide wire was observed to be unraveled (break) after advancement. Factors that may contribute to a break include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.